Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported capsular contracture, breast feels very hard and painful. Patient had 2 years after implantation breast infection, treated with antibiotics. The device remains implanted at this stage. Left side.